Manufacturer narrative:
(B)(4). Date sent: 11/12/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 12725 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 12725 was an affected lot of the 2018 linx recall. Additional information was requested, and the following was received: what was the date of implant? (B)(6) 2017. What symptoms lead to the discovery of the discontinuous device? Laryngopharyngeal reflux, cough, sore throat . When did they begin? (B)(6) 2019, has had throat clearing x 1 yr. What was the date of the imaging which showed the discontinuous linx (we did received the image, thank you)? (B)(6) 2019. Was the device initially effective in controlling reflux? Yes, patient has ¿silent reflux¿¿more voice/throat symptoms than typical heartburn. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? Hiatal hernia repair at time of linx implant. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Not aware of any other imaging.

Event description:
It was reported that post implant to a linx reflux management device a discontinuous linx was identified via x-ray. Device removed without issue. Hhr and nissen fundo done.

Manufacturer narrative:
(B)(4). Date sent: 01/08/2020. X-ray image evaluation: the device doesn't seem to have the expected annular shape in the x-ray image. The "c" shape of the device seems consistent with a discontinuous device. Device analysis: the visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, except for the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. Analysis found that the returned device had an exposed weld ball visible paired with the washer side of the adjacent bead. The washer through hole was measured with computed tomography (CT) and found to be out of specification. A slight rim around the outer edge of the washer was noted. The paired weld ball diameter was found to meet specifications. As the device was tested to 250g tensile force in production, it is presumed that a certain geometric combination of the weld ball and the washer hole resulted in the device separation in vivo.